Manufacturer narrative:
An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The 2008t machine's ui-mics board was returned for evaluation. The display and front panel led¿s were unable to power on when powering on the test machine. The reported failure was duplicated. The failure was due to c98 which was heat damaged on the complaint ui-mics board. C98 is part of the 24v circuit on the ui-mics board that provides power to the display and front panel. The board is unrepairable due to the damaged trace.

Event description:
It was reported that the machine had a blank lcd display on power up. Other lights on the front panel and the status light are not coming on either, but the audible alarm is present. Customer stated that the pumps and valves are all silent on power up as well. During failure analysis, evidence of excessive heat was found on c8. There was no patient involvement.